Event description:
It was reported that this right ventricular (rv) lead exhibited low amplitude/poor morphology. Subsequently, this rv was explanted and a new lead was successfully implanted. No additional adverse patient effects were reported.